Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the battery was replaced due to premature depletion. The exact date of when the issue started was not provided. The replacement took place on (B)(6) 2017. Device was returned to manufacturer for analysis. No patient symptoms were reported. Mo further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient additionally reported that they never ran the amplitude over 3.4v or 3.5v because their pain would actually increase when the stimulation was above 5.0v. It had been like this since first being implanted. The patient ran a lower amplitude setting to avoid this issue. The device helped the patient¿s pain at 3.4v or 3.5v or below. The stimulation was never ran over 3.5 or 3.5 for any length of time. The patient confirmed that all 16 electrodes were active, and the health care provider had been interleaving them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the ins was implanted in their chest.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no significant anomaly as the device had reached a normal end of life battery status. A lab functional test determined that output and telemetry were both acceptable. Other applicable components are: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were told that their primary cell implantable neurostimulator (ins) would last three to five years, which was why they didn¿t go with a rechargeable device. However, the patient stated that the ins battery didn¿t even last a whole year as it was dead nine and a half months later. It was reviewed that primary cell battery longevity was based on the patient¿s individual settings and usage. The patient stated they were on lower power usage. The patient mentioned that a manufacturer representative was present during the battery replacement surgery and had turned the ins off prior to explant. It was noted that the patient wanted to know if the manufacturer representative had the battery. No further complications were reported or anticipated.